Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings with the sensor compared to a capillary test made from several readers of the hospital. On (B)(6) 2018, customer had low readings on the sensor which he perceived to be lower than he felt and experienced unspecified symptoms of hyperglycemia. Customer was at the hospital and a reading of 66 mg/dl was reportedly obtained on the sensor compared to 380 mg/dl obtained after 45 mins on a hcp meter. Customer was treated with an infusion of physiological serum. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Performed visual inspection on the sensor plug assembly and no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving lower readings with the sensor compared to a capillary test made from several readers of the hospital. On (B)(6) 2018, customer had low readings on the sensor which he perceived to be lower than he felt and experienced unspecified symptoms of hyperglycemia. Customer was at the hospital and a reading of 66 mg/dl was reportedly obtained on the sensor compared to 380 mg/dl obtained after 45 mins on a hcp meter. Customer was treated with an infusion of physiological serum. There was no report of death or permanent impairment associated with this event.